Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they may have over treated for highs, causing the lows. The customer's blood glucose level at the time of incident was 47mg/dl. The customer's most current level was 166mg/dl. The customer treated lows with honey and glass milk. No further information or assistance was provided.